Manufacturer narrative:
Date of the surgery was not provided by the site. Medtronic representative has been unable to obtain. Patient information was refused to be provided by the site nurse manager. Medtronic representative reported it was believed the head frame had moved to cause the reported issue. A software investigation was completed and determined the site is not familiar with proper use of the system. Software is functioning as designed. A medtronic representative, following up with the site, provided training to the surgeon on how to properly register and how to achieve better accuracy in the posterior sinuses , the importance of not moving the head tracer, frame or the patients head as the surgeon changes instruments, and using the most accurate of the instruments to check the accuracy. The medtronic representative also discussed proper scan and protocol techniques for medtronic scans.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon alleged the navigation system was inaccurate. The surgeon stated the accuracy was acceptable at the start of the case, but the accuracy declined as the case continued. The surgeon alleged the navigation system lost three millimeters of accuracy throughout the procedure. The surgeon re-register the patient, after which the accuracy was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.